Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4) and (B)(4).

Event description:
The industrial sales customer reported that during the incoming inspection, it was noted that the wrong item was in the box.